Event description:
It was reported by the customer that a pyxis medstation es system 3na main drawer 5 and 3nb auxiliary drawer 6 require maintenance and device not detected on bus. The customer stated that there was a 15 to 20 minutes delay in dispensing the medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the drawer failure and device not detected on bus. A field service engineer checked led lights behind the drawer and found no lights. Disconnected the retractor band from the module board and powered on the station. Replaced a new module board. The system functioned as intended as the field service engineer troubleshooted the device.